Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the patient. The patient came in for there 45 day follow up transesophageal echocardiogram procedure. The imaging showed that there was a thrombus on the closure. The patient had their medication switched. They were on xarelto and the physician changed the patient over to eliquis. The patient was fine following these events and there were no other complications.